Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 517 mg/dl. Reportedly, the pump delivered less insulin than requested for a bolus. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended. The customer attempted to treat bg with a bolus; however, was treated with intravenous fluids of saline and insulin in the hospital. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. A replacement pump was sent to the customer.